Manufacturer narrative:
The actual complaint sample will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unknown; therefore, a review of the device history record cannot be performed. If in the future the device is returned or additional information is provided, a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. Conclusion: the event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6), male, minor stroke. The procedure date was (B)(6) 2011. Cas operation was performed using relevant device for distal protection. After the operation, dwi revealed high intensity sites. The physician has denied relationship between the relevant device and adverse event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.